Event description:
The user reported that the pad stopped working.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Upon inspection it was discovered that the user did bent in half. Leads were out of place and bent in half. The pad was very bunched up. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.